Event description:
A us distributor returned an electrode belt was unable to complete incoming functionality testing.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (unable to communicate with a monitor) has been confirmed. Upon investigation the electrode belt failed an ECG fall-off test. The cause for the failure was isolated to open +5v, -5v, and main batt wires in the trunk cable. The root cause for the open wire was excessive force. See crf-63953. There was no adverse event that resulted from the damaged belt.